Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient who underwent a tffcc repair on (B)(6) 2018 has started to suffer pain in her little and ring finger. During the surgery a arthrex pushlock system was implanted into the patients left wrist. The surgeon suggested that the wrist is "unstable" during a follow up visit at the hospital. In addition to the paint the patient also experienced creaking and grinding noises and both fingers are incredibly sore and the wrist/hand generally aches. No further information are currently available and no x-ray or MRI was performed.